Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (570 mg/dl). Customer reverted to manual insulin injections and bg level improved to target range.